Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed result was reported to the physician, and the result was questioned. The same sample was reprocessed on the same system and a new sample from the same patient was processed on the same system. Higher results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information (03-oct-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) and calibration recovery were within the customer's acceptable ranges, which indicates the dimension loci high-sensitivity troponin I (tnih) assay and dimension® exl¿ 200 integrated chemistry system were performing acceptably. A repeatability study was performed for troubleshooting purposes, and the results were acceptable. The cause of the event was consistent with sample integrity issues such as presence of hemolysis, icterus, lipemia (hil) interference, micro clots, and other interfering substances. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00204 was filed on 28-sep-2023.